Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned. Two potential laser fiber lot numbers were provided, but it is unknown which lot number is the correct one. As such, manufacturing records were reviewed for both lots, and zero related nonconformances were identified. This supports that the device met material, assembly, and performance specifications prior to shipment. As stated by the site, the event was not related to a faulty device but rather clinician misuse as a 55cm fiber was used with a 70cm sheath. Therefore, the most likely root cause of this event is related to user error.

Event description:
Procedure been carried out on patient. Laser fiber sheath broke off in patient's leg. Skin burned and doctor had to preform an other procedure to remove this from patients leg. Additional information received september 26, 2018: we believe that we have established that it was not a faulty product that caused the incident which I contacted you about. An error was made in theatre and the 70cm sheath was used in addition to the 55cm sheath - the 55cm laser fibre did not therefore cover the length of the sheath, which led to the piece breaking off in the patients leg when the laser was in use. We are satisfied that it was a human and not an equipment error.